Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the surgeon attempted to use the plate, but found that the screws can not be locked in the plate. The surgeon could not use the plate and screws. The surgery was delayed by an unknown amount. There were available parts to be swapped in. No additional intervention was required. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
This device is for treatment, not diagnosis. The screw head holding clips show wear; the anodized colour has disappeared it appears that one ring in the plate is placed upside down. With the available information it is impossible to ascertain if this condition occurred before or during the or procedure. However this should not impact the functionality of the device. The implant passed the required functional check successfully. No further fault could be found; the implant is fully functional.